Event description:
A problem with the patient programmer (pp) was reported. The pp was showing low batteries. An information request was made regarding the pp. The patient was going to call back if battery replacement doesn¿t work. The patient reported later the same day that the batteries were changed but now saw the ¿call your doctor¿ icon on the pp. Not being able to adjust stimulation was reported. During the report the reporter was able to clear the ¿call your doctor¿ screen and it was stated that it was working now, was able to increase stimulation. The reporter asked how high they could increase. Three days later it was reported that elective replacement indicator (eri) was seen since (B)(6). It was noted that the patient has dementia and gets worse with every surgery. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).